Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to insert the syringe into the cartridge septum during the fill process. No reported adverse impact to the customer's blood glucose. The customer changed the cartridge and loaded it successfully.